Event description:
It was reported that the ilet issued alert 38 indicating a motor stall while the pump battery was less than half charged; the user was advised to charge the device and, if needed, replace infusion supplies, after which the alert resolved. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the pump functioned as designed after charging and supply replacement, consistent with a transient motor stall event related to power level or disposable setup, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related or use conditions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.